Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that as received, a partial lead was returned in two pieces measuring 5.5 cm and 38.5 cm, respectively. Visual inspection found external abrasion breaching the outer insulation exposing the outer coil was noted at 33.0 cm to 33.8 cm from the proximal end, consistent with friction to another device or feature of the heart. All other damage noted is consistent with procedural damage.

Event description:
This report is to advise of an event observed during analysis.